Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the icp value of a microsensor (ID (B)(6)) was abnormal, therefore it was explanted.